Manufacturer narrative:
Following one unit received, performed visual inspection and no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After two hours the unit was able to charge properly. After removing device from charger, the green led flashed properly. Unit passed functional including rf/ble test/downgrade/download/association/accuracy test. In conclusion: the customer complaint of led, and communication anomalies is not confirmed, transmitter is working and flashing as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an issue with starting a new sensor; the sensor warm-up did not begin, and the ¿change sensor¿ alert remained on the screen. The customer reported a pump error 49(history pointers failed. The history pointers are corrupted) the event involved product(s) mmt-7841zn, mmt-7040a, mmt-1884. Troubleshooting was performed for the ¿device not found¿ alert. The customer reported being unable to pair the transmitter with the pump. The pump and transmitter would not pair after troubleshooting. The customer reported the pump was able to pair with other devices, e.g., a meter or mobile device. The transmitter did not blink when connected to the sensor, and the sensor warm-up was not started. The customer reported the sensor warm-up was not started. Troubleshooting was partially performed for the pump error. No harm requiring medical intervention was reported. Mmt-7841zn was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device. Mmt-7040a,mmt-1884 were not expected to return.